Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified vein in the left upper arm a 8.0 x40, 75cm charger balloon catheter was advanced for dilatation, however, during first inflation at 18 atmospheres, the balloon ruptured and balloon leak was noted. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
A charger device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 22mm in length and extended from a position 3mm distal of the proximal markerband to 25mm distal of the proximal markerband. A visual examination observed damage to the tip of the device. A visual and tactile examination of the shaft of the device found no issues. A visual examination found no issues or damage to the markerbands of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified vein in the left upper arm a 8.0 x40, 75cm charger balloon catheter was advanced for dilatation, however, during first inflation at 18 atmospheres, the balloon ruptured and balloon leak was noted. The procedure was completed with another of the same device. There were no patient complications reported.